Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, the patient experienced a vessel spasm. An 8x2.25mm taxus liberte stent delivery system (sds) was advanced when the patient had a vessel spasm. The device was removed. No additional patient complications were reported and the patient's status is fine.